Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information the penile implant was to be implanted on (B)(6) 2020. However, there was erosion on the right side. The inflatable penile prosthesis was explanted and a malleable was put in only on the left side. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The physician discarded the device.

Event description:
As reported to coloplast, though not verified, as reported per territory executive: "right side erosion so explanted and put in malleable only on left side." The physician discarded the device.